Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2011 at 12:30pm. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her normal diabetes management routine in response to the reported issue. Thirty minutes after the alleged product issue occurred, the patient claimed to have developed symptoms of being "shaky and sweaty" and shortly after, self treated with food/drink in response to these symptoms. At the time of troubleshooting, the cca was able to walk the patient through the proper usage of the subject meter as recommended per the owner's booklet and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.